Event description:
On an unknown date a 21mm trifecta valve was implanted. The device was reported to be deteriorated then on (B)(6) 2019, the device was explanted.

Event description:
On an unknown date a 21mm trifecta valve was implanted. The device was reported to be deteriorated and on (B)(6) 2019, the device was explanted. Upon explant, the device was reported to be calcified. The patient was stable postoperatively.

Manufacturer narrative:
An event of valve explant due to unspecified deterioration was reported. Morphological and histopathological examination found all leaflets contained calcifications and were fibrotically thickened. There was fibrous pannus ingrowth on the outflow surface of all three leaflets. The calcifications and pannus obstructed leaflet mobility and created incomplete coaptation. No inflammation was present. The cause of the calcification and pannus could not be conclusively determined; however, calcification is a known event associated with tissue heart valves.

Event description:
On (B)(6) 2014, a 21mm trifecta valve was implanted. The device was reported to be deteriorated and on (B)(6) 2019, the device was explanted. Upon explant, the device was reported to be calcified. The patient was stable postoperatively.